Event description:
It was reported that during a routine follow-up, the implantable cardiac monitor exhibited an electrocardiogram anomaly. The patient activated egms printed in solid black; the egms or its contents were not visible. The archived saved data was able to be printed successfully. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
.